Event description:
Healthcare professional reported right side "internal pain, body inflammation," "radial folds," "intrafocal capsular ruptures without collapse," and "in the visualized portion of the liver, a simple 30 mm cyst is evident in ld" (not related to device). Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified a device with broken, labeled right side. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional reported right side "internal pain, body inflammation," "radial folds," "intrafocal capsular ruptures without collapse," and "in the visualized portion of the liver, a simple 30 mm cyst is evident in ld" (not related to device). Device has been explanted.